Event description:
It was reported that during a da vinci-assisted surgical procedure, the white gasket of the harmonic ace instrument fell off. The equipment was immediately stopped, and other products were used instead. No harm was caused to the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the accessory was disposed. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was unable to be performed, the reported event was unable to be confirmed or replicated.